Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer¿s blood glucose level was 535 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was hospitalized for their high blood glucose levels but did not provide any information about the time and date of the emergency visit. The customer stated that their was a blank screen on the device. The caller stopped using the insulin pump during their hospital stay. The customer was informed that energizer aaa alkaline batteries are most effective. The customer did not troubleshoot and did not send the product back for analysis.